Event description:
A customer reported a cartridge alarm that occurred during pumping. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.